Manufacturer narrative:
Field d4 (lot#, UDI and expiration date) was left blank as the lot# of the device is unknown.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a dissection in the internal carotid artery (ica). An unplanned additional stent was placed to cover the dissection and the procedure was completed successfully with no further complications.